Manufacturer narrative:
Due to miscommunication between the user-facility and conmed, we were unable to receive the device in time to perform an evaluation and to file this report. We are anticipating the return of the device in the near future and will file a follow-up report once the eval is completed. The follow-up report will be filed within 30 days of this report.

Event description:
During surgery, the sharp point (needle) came out and fell into the abdomen. While trying to retrieve it, the needle fell into uterus requiring laparoscopic surgery to remove said needle.